Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure,which were provided. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details and concluded: "skin type vi patient treated for hair removal with an ipl. No test spot preformed and no preset for this condition and skin type. User error. Lumenis has no protocols for ipl setting for hair removal. No test spot preformed on patient which is always the lumenis protocol prior to treating any skin type vi with any lumenis device." The professional concluded the root cause of the reported event to be operator error. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. While the information received to date does not confirm that the injury result in permanent impairment of a body function or permanent damage to a body structure, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained first degree burn to lower jaw / neck following treatment with lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.